Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the drive geometry of the returned ar-9545-t15-02 had broken. The pattern across the breakage site suggested that the device broke under torsional strain. This is further compounded by the observation that the drive shaft was noticeably twisted. It was recorded that a torque indicating adapter was not used with the ar-9545-t15-02, which is recommended to prevent over-torquing.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a tsa/ universe shoulder with universe baseplate procedure took place (B)(6) 2020. While implanting an ar-9145-30 screw the tip of the driver, ar-9545-t15-02 (lot 8001716), broke off in the screw - flush with the head of the screw. The driver tip was left in the screw and remained in the patient. No attachment or adapter was used with the driver. No additional incisions or change of techniques was needed.